Manufacturer narrative:
Version 0.0 ((B)(6) 2014) : the event angioedema is assessed as serious and possibly related.

Event description:
This spontaneous case was received on (B)(6) 2014 from a physician and other health professional and concerned a female patient of unknown age. The patient's medical history and concomitant medications were not reported. On an unknown date, the patient was injected with restylane silk, in the form of hyaluronic acid and lidocaine, at a dose of 1 ml for an unknown indication in her tear trough, lips and peri-oral region. On the same day, the patient was injected with seven syringes of volume in temples and cheeks. The co-suspect drug included volume. The batch number and expiry date were not reported. On an unknown date, after getting injected with restylane silk, the next day morning, the patient experienced severe angioedema in both the tear trough and lips. The reporter stated that the patient had severe swelling only in the restylane silk treatment area. The patient was put under the omni-lux light for swelling reduction treatment and that relieved some of the lip swelling and the following day the patient was put on a steroid for her tear trough swelling. It was unknown whether the patient continued with restylane silk. The patient had not recovered from the events at the time of this report. The reporter did not provide a causality assessment.